Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, h6, h11 corrected fields: g2 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the reportable malfunction was identified during the device evaluation: no image. Based on the results of the investigation, it is likely incompatible scope error code (e315) occurred due to printed circuit (pc) board failed. The most probable cause of no image traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported an (e315) incompatible scope error involving an olympus gastrointestinal videoscope. There was no patient injury reported.